Event description:
Related manufacturer report number: 2916596-2021-00526, 2916596-2021-00527. It was reported that the patients family changed the controller as it would not stop beeping after connecting to the battery. The patient reported seeing low voltage on the screen after changing to new batteries. A log file analysis showed low battery hazards on (B)(6) 2021 at 7:30 am. The duration of the event was less than 1 minute and appeared to resolve once the patient reconnected to the mobile power unit. A second set of log files were submitted and the analysis showed that a pump connection did not seem to have ever been made. After switching to new batteries the morning of (B)(6) 2021 low voltage appeared on the screen again. Battery clips had already been exchanged, batteries had been rotated, and contacts had been cleaned. A log file analysis of this data did not capture any low voltage alarms and showed the patient on the mpu until 13:06 when the patient switched to battery power. There were a couple of expected power cable disconnects during the switch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the hm3 system controller, b)(6), was investigated following the reported event of a controller exchange due to a low voltage alarm which was investigated under manufacturer report number: 2916596-2021-00526. The log file contained 95 events spanning approximately 366 days (23jan2020 to 23jan2021 per the timestamp). The controller was intermittently connected to a power source throughout the log file and was never connected to a driveline. No notable alarm was observed. The hm3 system controller was not returned for analysis. Additional information on 03may2021 stated that there was no difficulty in connecting the driveline to a backup controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly insert the driveline. It states to align the white arrow mark on the driveline cable connector with the white arrow on the rear of the system controller driveline connector. The driveline needs to be pushed in until it clicks. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. B)(6) was shipped to the customer on 07apr2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the family decided to exchange the controller independently; however, it was later communicated that this exchange never occurred. There was never difficulty connecting to a backup controller. There was not an unsuccessful controller exchange. The patient was not symptomatic.